Manufacturer narrative:
(B)(4). Device is not distributed in the united states, but is similar to a device marketed in the USA. Placeholder.

Event description:
A hospital in (B)(6) reported: during the procedure we drilled in the epiphysis of a child which is an up and down movement in the line of the rotation axis, without transversal forces on the drill. During this procedure the drill bit broke in the place where the drill bit goes from thin to thick. This report is 1 of 1 for complaint (B)(4).

Manufacturer narrative:
This device used for treatment and not diagnosis. Manufacturing documents were reviewed and no complaint related issues were found. Placeholder.

Manufacturer narrative:
Device is used for treatment, not diagnosis investigation is on-going. Subject device has been received and is currently in the evaluation process. No conclusion can be drawn. Review of manufacturing records has been requested.

Manufacturer narrative:
An investigation was conducted and it states that the drill bit broke during surgery. The measurable dimensions of the complained drill bits were checked and found to be in compliance with the technical drawings and ao/asif specification. The examination of the raw material testing certificate and the manufacturing papers showed no deviations regarding material analysis, strength and structural stability. The values were in compliance with ao/asif specification and with the international standard. No manufacturing related issues that would have contributed to this complaint were found. The exact cause of failure could not be determined.